Event description:
During field service installation, the user reported that the red level sensor to the module did not work. Since the event occurred during field service installation, there was no patient involvement during this event.